Event description:
It was reported to bsc/target that during preparation when the spinnaker elite flow directed catheter 1.5 f-s was flushed with normal saline a leakage at the distal tip was found. The patient's condition was not affected by this event. Additional information, which has been requested through a company representative regarding this event has not yet been received.